Event description:
It was reported that a pacing lead had high impedance for several followup sessions. When the associated pacemaker reached normal battery depletion, the lead was explanted and replaced. No patient complications were reported due to this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): distal conductor fractured. Proximal conductor distorted, inner insulation pulled apart, blood/body fluid was present on the helix mechanism. The full lead was returned and analysis.